Manufacturer narrative:
Device eval summary: device eval electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was giving "adjust belt" messages because there was water in ECG c, the back right ECG. There was corrosion on the board. The electrode belt was repaired. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. No adverse event occurred due to the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B) (6) male pt contacted lifecor customer support to report that he was receiving "adjust belt" alarms. The pt stated that the garment is fitting correctly and that the garments had been washed as instructed. Support had the pt perform a manual recording and download. The download revealed that the back right electrode was loosing signal. Also, there was no side-to-side signal. Support sent the pt a replacement electrode belt.